Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying an unknown error message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately 4 or 5 months ago. The patient reportedly manages her diabetes with metformin pills and continued with her usual diabetes management routine in response to the alleged issue. She claimed that at approximately 30 minutes later she developed symptoms of ¿dizziness¿ but despite her symptoms she denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting since the patient did not have the test strips available for testing. Replacement products were sent to the patient and the subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs¿s definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (12/05/2014). The patient¿s meter has been returned on 10/23/2014 and evaluated by lifescan product analysis on 11/19/2014 with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.